Event description:
That customer reported that the jaws of the device would no longer open and had to be removed by additional resection. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. The jaws opened and closed normally using the handle. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event.